Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on the electronic assembly. The insulin pump passed prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted, the motor tested ok. The insulin pump passed a21 alarm test. No a21 alarms noted all operating currents tested within specification range. No failed battery test alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that the customer had a no delivery alarm error on the insulin pump. Customer's blood glucose level was 262 mg/dl. Troubleshooting was performed, but the pump received a motor error both times when the customer rewound the pump. Customer reported that there was fluid under the lcd display. Insulin pump will need to be replaced. No additional information provided.